Event description:
Report received of a tubing disconnect. It was reported that a home infusion pt was receiving an unspecified chemotherapy infusion via central line. The infusion was to run over 7 days. At some point during the infusion, the pt noticed fluid leaking from the distal end of the filter, and found that the tubing had disconnected from the filter. There was no reported bleed back or blood loss. The pt stated that they "put the pieces back together", and the infusion was completed after 7 days. The pt did not report the incident to home health until after it was completed. The pt discarded the bag and tubing set. There were no reported adverse pt effects. Add'l info was requested, but no further info was provided.